Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of no image when plugged in. Video image is functioning normally and the video connector was in normal condition. Additional testing was completed on the device and the device passed all olympus functional standard tests. The evaluation recommended a software upgrade. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the video system center produced no image when plugged in. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified since the issue was not reproduced. The investigation summarized that the communication issue with the endoscope occurred, and the image was not displayed because the video connector was connected to the video connector under the condition that the device was not dry enough. Additionally, when the connector pin is wet, it may interferes with image transmission between the endoscope and the video processor. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.